Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that upon interrogation one unrecovered motor stall message was seen in the event logs at 2100 on (B)(6) 2015. No electromagnetic interference (emi) was present. The patient was being covered by oral baclofen and was asymptomatic/ ¿minimal¿ symptoms. An alarm was heard. The healthcare professional (hcp) did not feel comfortable performing a roller study over the phone while the manufacturer¿s representative was not present in the office. The pump and catheter were later replaced and the patient recovered without permanent impairment. The pump was used to infuse baclofen (unknown). Further follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.